Event description:
Patient's mother reported patient did not listen to the pump alarm; e4 (occlusion) error message while on vacation at his father's house. Mother stated alarm occurred during the night and was not listened to. The patient woke up during the night vomiting and fainted. His father assisted him to the hospital. Mother reported patient experienced elevated blood glucose level of 550 mg/dl at the hospital and was diagnosed with hyperglycemia and ketoacidosis. He was treated with fast acting insulin via syringe. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.